Manufacturer narrative:
December 31, 2013. A preliminary analysis from the manufacturer on 12/20/2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: -a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters. -depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient. -any new reset shall be reported to us without delay -3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6) 2013. No new reset was observed. The final analysis from the manufacturer is pending. April 14, 2014: method: since the device remains implanted, a detailed review of the programmer files was performed. Result: the reported event was due to an abrupt decrease of the device internal power supply at the time a charge time test was being performed. The reported event is outside of the scope of directions for use. April 28, 2014: this report was reopened after receiving information that this patient passed away on (B)(6) 2014. According to our representative, the patient's death was unrelated to the device, however the device has been returned to the manufacturer for analysis. July 25, 2014: preliminary analysis of the returned unit confirmed that the reported behavior resulted from unexpected variations of internal power supplies, due to an abnormal conduction of some transistors on the low voltage integrated curcuit. The final analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4), 2013. A preliminary analysis from the manufacturer on (B)(4) 2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters. Depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient. Any new reset shall be reported to us without delay 3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6), 2013. No new reset was observed. The final analysis from the manufacturer is pending. (B)(4), 2014. A correct was made - the physician information was updated. Method: since the device remains implanted, a detailed review of the programmer files was performed. Result: the reported event was due to an abrupt decrease of the device internal power supply at the time a charge time test was being performed. The reported event is outside of the scope of directions for use. Conclusion: please see (B)(4) for further information. (B)(4), 2014. This report was reopened after receiving information that this patient passed away on (B)(6) 2014. According to our representative, the patient's death was unrelated to the device, however the device has been returned to the manufacturer for analysis. (B)(4), 2014. Preliminary analysis of the returned unit confirmed that the reported behavior resulted from unexpected variations of internal power supplies, due to an abnormal conduction of some transistors on the low voltage integrated circuit. The final analysis from the manufacturer is pending. (B)(4), 2014. Please see (B)(4). (B)(4), 2014. A correction was made to the analysis, (B)(4).

Event description:
On (B)(6) 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym rf dr 9550 sn (B)(4). The caller asked techncial services how to reset the following reset warning message: [27] the device was re-initialized 1 times since the beginning of life; [59] reset occured on 5/dec/2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.

Manufacturer narrative:
(B)(4) 2013: a preliminary analysis from the manufacturer on 12/20/2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: -a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters. -depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient. -any new reset shall be reported to us without delay -3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6) 2013. No new reset was observed. The final analysis from the manufacturer is pending. (B)(4) 2014 a correct was made to section - the physician information was updated. Method code: since the device remains implanted, a detailed review of the programmer files was performed. Result code : the reported event was due to an abrupt decrease of the device internal power supply at the time a charge time test was being performed. The reported event is outside of the scope of directions for use. Conclusion code : please see the attached analysis, (B)(4) for further information.

Event description:
On (B)(6) 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym (B)(4). The caller asked technical services how to reset the following reset warning message: the device was reinitialized 1 times since the beginning of life. Reset occured on (B)(6) 2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.

Manufacturer narrative:
A preliminary analysis from the manufacturer on 12/20/2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters; depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient; any new reset shall be reported to us without delay; 3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6) 2013. No new reset was observed. The final analysis from the manufacturer is pending. Device remains implanted.

Event description:
On (B)(6) 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym rf dr 9550 sn (B)(4). The caller asked technical services how to reset the following reset warning message: the device was reinitialized 1 times since the beginning of life. Reset occured on (B)(6) 2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.

Event description:
On (B)(6), 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym rf dr 9550 sn (B)(4). The caller asked technical services how to reset the following reset warning message: [27] the device was reinitialized 1 times since the beginning of life. [59] reset occured on (B)(6) 2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.

Manufacturer narrative:
December 31, 2013: a preliminary analysis from the manufacturer on 12/20/2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters. Depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient. Any new reset shall be reported to us without delay 3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6) 2013. No new reset was observed. The final analysis from the manufacturer is pending. April 14, 2014: (B)(6). Method (other): since the device remains implanted, a detailed review of the programmer files was performed. Result (other): the reported event was due to an abrupt decrease of the device internal power supply at the time a charge time test was being performed. The reported event is outside of the scope of directions for use. April 28, 2014: this report was reopened after receiving information that this patient passed away on (B)(6) 2014. According to our representative, the patient's death was unrelated to the device, however the device has been returned to the manufacturer for analysis.

Event description:
On (B)(6), 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym rf dr 9550 sn (B)(4). The caller asked technical services how to reset the following reset warning message: [27]the device was reinitialized 1 times since the beginning of life. [59] reset occured on (B)(6) 2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.

Manufacturer narrative:
(B)(6) 2013: a preliminary analysis from the manufacturer on 12/20/2013 stated the following: detailed review of the programmer files received confirmed the reported event; analysis revealed that this reset was related to an abrupt decrease of the device internal power supply. This decrease occurred on (B)(6) 2013 (implant date) around 09:06, at the time a charge time test was being performed. Because the reset occurred during a charge time test (i.e. A test mode involving no shock therapies), the shock parameter remained programmed off after the reset. As a result, this ICD is currently not able to deliver any shock. It can charge its shock capacitors, but no shock will be delivered. Recommendations: a nominal command should be performed to restore proper parameters programming; then the user will have to reprogram the ICD with the desired parameters. Depending on the circumstances (implantation indications, patient condition, etc...), the physician should evaluate the benefit of device replacement for this patient. Any new reset shall be reported to us without delay. The 3-month follow-up intervals should be strictly applied for this patient. Patient update: nominal programming was performed on this patient's device on (B)(6) 2013. No new reset was observed. The final analysis from the manufacturer is pending. (B)(6) 2014: method: since the device remains implanted, a detailed review of the programmer files was performed. Result: the reported event was due to an abrupt decrease of the device internal power supply at the time a charge time test was being performed. The reported event is outside of the scope of directions for use. Conclusion: please see the attached analysis, (B)(4) for further information. (B)(6) 2014: this report was reopened after receiving information that this patient passed away on (B)(6) 2014. According to our representative, the patient's death was unrelated to the device, however the device has been returned to the manufacturer for analysis. (B)(6) 2014: preliminary analysis of the returned unit confirmed that the reported behavior resulted from unexpected variations of internal power supplies, due to an abnormal conduction of some transistors on the low voltage integrated circuit. The final analysis from the manufacturer is pending.

Event description:
On december 5, 2013 a sorin crm USA, inc. Sales representative called technical services for technical assistance following the implant of a paradym rf dr 9550 sn (B)(4). The caller asked technical services how to reset the following reset warning message: [27]the device was reinitialized 1 times since the beginning of life; [59] reset occured on 5/dec/2013. The caller was informed by technical services that this is a lifetime message and that the files for this patient should be sent for analysis and recommendation.